Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a call service alarm (call service 012) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 02/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: a review of the black box and alarm history indicated several call service 012 alarms had occurred on (B)(6) 2016. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no errors, alarms, or warning occurring. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.